Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window and reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 102 mg/dl at time of reporting. Nothing further reported.